Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2026. The insertion site was abdomen and legs. The infusion set was in use for four days. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi).